Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67. The reported implant was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction. DHR review for the lot (1231102) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1231102) and no similar event or complaint was found. Based on the investigation and risk management file review, the most likely root cause determined from was incorrect technique used during placement or patient factors. Therefore, based on the available information, device malfunction has not occurred. The reported events could not be verified as the exact details of event were unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that there was lack of stability after implantation at the implant site at tooth location #6. The implant was removed and the incision was sutured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier - (B)(6). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.